Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the distributor contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 04/05/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03/21/2016 with the following findings: on investigation, the display was confirmed to be dim/faded and discolored. Investigation duplicated the complaint. Unrelated to the original complaint, the case seal was noted to be cracked between the case seal and the upper right edge of the display lens. Additionally, the battery compartment was found to be cracked at the case seal below the bumper pad.